Manufacturer narrative:
Information not provided.

Event description:
Consumer stated the bristles came out and made her gag. Customer claimed they fell to the back of her throat. The brush head is the diamondclean head model. Customer claims that it first started losing bristles about 2 weeks ago. Customer claims that it happened once, the entire section of bristles came out and into her mouth.

Manufacturer narrative:
Manufacture date updated because product was returned.